Event description:
It was reported that the patient was told by the physician assistant that "the battery is discharging more quickly than it should."follow-up information received by the device clinic nurse revealed that the device was discovered to have reached elective replacement indicator. It was further reported that the patient's chart indicated that, "it appears the battery depleted sooner than expected." The device is scheduled to be removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4524-53 implantable pacing lead: (B)(6) 1993. 6947-65 implantable pacing lead: (B)(6) 2008.

Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 93% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.